Manufacturer narrative:
The peritonitis occurred on an unreported date in 2016 (reported as two weeks ago). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to saliva from a use error as the patient did not wear a mask when performing therapy. The peritonitis was manifested by abdominal pain. The patient was not hospitalized for the peritonitis event. The patient was treated with unknown antibiotics which were reported as ongoing. Action taken with dianeal therapy was not reported. The patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.